Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and troubleshooting found that the malfunction with the x-ray pc, which wouldn¿t start up. The defective x-ray pc was returned to philips for further analysis. The cause of the x-ray pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the x-ray pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system won't start up. No harm was reported to philips. Philips has started an investigation of this complaint.